Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: cho, t.j. Et al (2015), locking plate placement with unicortical screw fixation adjunctive to intramedullary rodding in long bones of patients with osteogenesis imperfecta, the journal of bone and joint surgery, vol. 97 (9), pages 733-737 (korea, south). The aim of this retrospective study is to present the technique and outcomes of a locking plate placement with unicortical screw fixation adjunctive to intramedullary rodding to facilitate long-bone healing or to provide rotational control of the fracture or osteotomy segments in patients with osteogenesis imperfecta. Between december 2008 to december 2013, a total of 24 patients (10 females and 14 males), with 37 limb segments, with a mean age of 15.5 ± 7.5 years (range, 6.2 to 39.8 years), were included in the study. Surgery was performed using locking plates (locking compression plate [lcp]; synthes, zuchwil, switzerland) and was removed postoperatively at a mean time of 1.8 ± 0.9 years (range, 0.3 to 3.8 years). The mean duration of follow-up was 3.3 ± 1.3 years (range, 1.0 to 5.8 years). The following complications were reported as follows: 7 cases had a fracture through a screw hole due to fall in 2 cases, blunt trauma in 1, an attempt to bear weight in 1, and gradual and spontaneous phenomenon in 3. Two cases showed a persistent gap at the fracture site at 1.5 and two years of follow-up, and in the remaining five cases, the fracture healed completely. 7 cases had screw hole(s) visible on radiographs. This report is for an unknown synthes plates. This is report 1 of 2 for (B)(4).